Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet bionic pancreas after disconnecting the device due to fear of going low, with self-reported patterns of missed meal announcements, postprandial hyperglycemia to the 200¿300 mg/dl range, subsequent automated insulin delivery, and rebound hypoglycemia to 45 mg/dl; the user then transitioned to backup therapy and requested support for potential algorithm reset. Symptoms included mental confusion and sweating during the hypoglycemic episode. Outcomes included the need for oral carbohydrate treatment using orange juice, soda, and snacks, with no ketone testing, no professional medical intervention, and no hospitalization. Investigation included customer education, troubleshooting, and review of use patterns, focusing on missed meal announcements and hypoglycemia management. Investigation of this case revealed user-related use error due to missed meal announcements and excessive carbohydrate intake for low treatment, which contributed to alternating hyperglycemia and hypoglycemia; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use pattern, including unannounced meals and overcorrection of lows.